Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak during drain two of five from an undetermined location of the setup. The patient was connected for therapy when the leak was identified. The patient noticed that their floor, bed, and themselves were wet with moisture from the solution leak. There was no liquid noted on the homechoice. There were no disconnections with the supplies and the patient had not noticed any damage to the box or overpouches of the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.